Event description:
It was reported that during an acl with meniscus repair, the suture came out of the implant which left the implant retained in the pt unsecured. The 1st & 2nd implants inserted fine. After the surgeon knotted the cinch down, he pulled with a probe to check the tension of sutures; the sutures pulled out of the 1st button. He did not want to retrieve the button from behind the meniscus; it was retained in the pt unsecured. The cause was completed using a competitor's device. A knot pusher was also used in the case, but the reporter did not think it contributed to the event. Follow-up with the rptr provided info that the tip of the suture was curled as if the knot had loosened from the device. The pt's condition was reported as fine. No further pt info was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested for eval but was not returned; therefore, the complainant's event could not be verified. The cause of the event could not be determined from the info available and without device eval. Device history record review revealed nothing relevant to this event. Based on the info provided, likely causes of this type of event are excessive pulling force which can lead to suture and/or knot failure and/or over-tensioning a suture which has been nicked or frayed, which can cause the suture to break. However, a definitive cause cannot be isolated at this time. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event rptr. If additional relevant info is obtained from the investigation, follow up report will be submitted.